Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump passed the leak test. All buttons responding properly, no damage or moisture damage was found on the keypad assembly, no unlocked keypad connector and no stuck button alarms noted. The insulin pump had minor scratched display window and minor scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has a stuck button and the keypad buttons are not responsive. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump alarmed stuck button and the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.